Event description:
(B)(4). Multiple episodes throughout the month of varying degrees of abdominal/pelvic pain. Painful intercourse, cysts on ovaries, multiple infections, blood in urine, fatigue, dry skin, significant loss of hair. Overall sense of something wrong, mostly on the left side of the body. Loss of hearing in the left ear along with tinnitus.